Event description:
It was reported the customer had a needle break with one of their sensor. The customer's mother reported hearing a snap and realized the needle broke off inside the customer's skin. It was also found the customer was bleeding for ten minutes after the needle break occurred. The customer was not hospitalized from this incident. Customer's mother also reported the serter did not release the sensor after pressing the button. The customer's blood glucose was unknown. The mother was advised the catch arm may be bent. Customer's sensor and serter will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/ used enlite serter was evaluated. The sensor insertion test was performed using a new lab enlite sensor and the enlite serter passed per specifications. The enlite serter connected and released the sensor properly.